Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) accessed the station and server remotely and confirmed that communication was active, but a download acknowledgment error was impacting synchronization. Further investigation identified that the server storage drive was full due to excessive backup file accumulation. Disk usage was reviewed, and outdated backup files on the reporting and transactional databases were identified as the cause. The issue was communicated to the customer as an ongoing storage capacity problem, noted to be recurring, and additional guidance was requested from a team lead. Based on the guidance received, older backup files exceeding the defined retention period were removed, failed jobs were restarted, and successful completion was confirmed with adequate free space restored. The disconnected mode indication cleared on the station, and the customer was informed that the issue had been resolved and would be monitored. During subsequent monitoring, the storage drive filled again, and the session was escalated to another team lead, who identified excessive transaction log growth. Corrective action was taken by resetting the database recovery model and redirecting backups to an alternate drive, significantly reducing transaction log size. Continued monitoring confirmed that storage usage remained stable for more than two days, after which the customer was notified that the issue was resolved and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.